Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. Pd therapy was withdrawn at the time of this report. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.